Event description:
This unsolicited case from united states was received on 11-may-2017 from a other non-health care professional. This case concerns a (B)(6) male patient who was receiving treatment with synvisc one and after 2 days of receiving the injection, patient had swelling of the injected knee no concurrent condition, medical history and concomitant medications were reported. It was reported that this was third time the patient has received synvisc one treatment and she was unsure which knee was treated. On an unknown date in 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) for osteoarthritis. On an unknown date in 2017, patient experienced swelling of the injected knee 2 days after injection of synvisc-one, and that "this happened in the last week or two." It was reported that the health care professional (hcp) gave a steroid injection for the swelling. Corrective treatment: steroid. Outcome: unknown. A pharmaceutical technical complaint was initiated and results were pending for the same seriousness criterion: required intervention.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a other non-health care professional. This case concerns a (B)(6) male patient who was receiving treatment with synvisc one and after 2 days of receiving the injection, patient had swelling of the injected knee. No concurrent condition, medical history and concomitant medications were reported. It was reported that this was third time the patient had received synvisc one treatment and she was unsure which knee was treated. On an unknown date in 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) for osteoarthritis. On an unknown date in 2017, patient experienced swelling of the injected knee 2 days after injection of synvisc-one, and that "this happened in the last week or two". It was reported that the health care professional (hcp) gave a steroid injection for the swelling. Corrective treatment: steroid. Outcome: unknown. A pharmaceutical technical complaint was initiated with global ptc number: 47874. The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention. Additional information was received on 19-may-2017. Global ptc number and results were added. Text was amended accordingly.